Event description:
Pt with a history of congenital vsd with surgical repair at age 4. He had an ICD placed for catecholamine induced vf/vt on 5/24/93. His device was replaced on 1/24/97 and it was noticed that he had 2 insulation breaks on his leads. These breaks were repaired on 1/24/97.